Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. Upon review of device data, boston scientific technical services (ts) noted a pacemaker mediated tachycardia (pmt) episode in which the rhythm appears to be atrial, or sinus driven. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. Upon review of device data, boston scientific technical services (ts) noted a pacemaker mediated tachycardia (pmt) episode in which the rhythm appears to be atrial, or sinus driven. Further information was provided that this device delivered inappropriate anti-tachycardia pacing (atp) and 5 electric shocks due to a supraventricular tachycardia (svt) episode. All therapy available was delivered. The patient was reported to be symptomatic. Ts discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service.